Event description:
Reference number (B)(6). Event occurred in the united states. On (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, it was reported that the patient faced eight infusion sets kinked cannulas within 3 hours of insertion. Infusion sets were in use for few hours. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(4) - device 6 of 8.